Manufacturer narrative:
This is the 1st of 2 failed implants reported on the same patient. The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted. Patient's weight is not recorded in the dental office.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type I and no medical or dental history prior to implant. The patient presented on (B)(6) 2021 for primary procedure on tooth #27. The patient returned on (B)(6) 2021 with complaints of pain. Upon examination the provider notes signs of inflammation and granulation/fibrous tissue around the implant. The implant lack stability and the device was removed.